Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an umbilical hernia repair procedure in 2019 and the mesh was implanted. Before placement, wings from the mesh was detached/broken already. Another like mesh was used to complete the procedure. There were no patient consequences reported.